Event description:
It was reported the device was used during a laparoscopic oophorectomy procedure. It was reported the surgeon attempted to fire the atb35, but it would not fire. A second atb35 was opened to complete the procedure. There was no consequence to the pt.